Event description:
It was reported that the activa rc wireless recharger had a failure, as the battery indicator light flashed. The device was repurchased and the issue resolved. No patient complications were reported as a result of this event. It was reported that the battery indicator was flashing green. The recharger was unresponsive. A reset of the recharger was performed and did not resolve the issue.

Manufacturer narrative:
Continuation of d10: product ID wr9200 serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: wr9200, serial/lot #: (B)(6) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.